Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery. After removing the 3.5x18mm xience skypoint stent delivery system (sds) from the dispenser hoop the stent was noted to have flared struts when the protective sheath was removed. The sds was not used in a procedure. There was no patient involvement and no reported clinically significant delay in the procedure. Another xience skypoint stent was used to complete the procedure. Return device analysis found that the xience skypoint stent implant was dislodged and moved distally on the balloon. The proximal end of the stent implant was located 2.5mm distal to the balloon proximal marker. The stent implant was not loose. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material deformation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material deformation; however, factors that could contribute to material deformation prior to use include, but are not limited to, damage during manufacturing, inadvertent mishandling during removal from packaging, sheath/stylet removal or during preparation of the device and/or interaction with accessory devices. Stent dislodgement prior to use may be attributed to several factors including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, and interaction with accessory devices. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigation's have been established for potential causes. In this case, it may be possible that inadvertent mishandling during sheath/stylet removal and/or device preparation with contrast contributed to the reported material deformation (flared, stretched, bent) prior to use and observed stent dislodgement; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.